Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump keypad was not functioning. This issue was further described as, ¿keypad not working 2nd blue button has to be pressed hard¿. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'keypad not working 2nd blue button has to be pressed hard' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be top left soft key was not functioning properly . Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.